Event description:
Rt-plus standard femur joint rod is broken. Revision surgery planned on (B)(6) 2017. Initial implantation 15 years ago. Update 4/13/2017: revision surgery performed on (B)(6) 2017 with exchange of the tkr to rt-plus modular.

Event description:
Rt-plus standard femur joint rod is broken. Revision surgery planned on (B)(6) 2017. Initial implantation 15 years ago.